Event description:
It was reported that a leak was coming from somewhere during fill one on the home choice (hc). The care giver (cg) stated the home patient (hp) was never connected to the home choice (hc) and there was a leak coming from somewhere from one of the lines. The technical service representative (tsr) advised the cg that the hp must start over with all new supplies. The hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.